Event description:
Caller reported a pixel issue on pump display that affected their ability to interact with and read the pump screen. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump since the device was under warranty, and the customer was instructed to use multiple daily injections as a backup therapy. The caller received guidance on returning the problematic pump and acknowledged the instructions.